Event description:
As initially reported by a non-health care professional stated that the consumer experienced discharge, dry eye, eye pain, watering eyes and a massive chalazion in both eyes. The chalazion lasted for three weeks. After the chalazion cleared, they resumed wearing the lenses, and within a week, developed a corneal ulcer that lasted for a month. The consumer stated that prior to the ulcer, they had experienced eye infection and chalazion while wearing the contact lenses. At the time of reporting, the consumer had discontinued lens wear. The current status of the consumer¿s eye was symptom resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the first of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the other report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. D.4.: this is the first of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the other report filed under the mfg report number of 9610813-2025-00010. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.